Manufacturer narrative:
The event was identified during a retrospective clinical study. A historical data analysis and trend analysis were conducted revealing no identified trends or capas related to the nature of this complaint. A device evaluation was unable to be performed as the device is not available for testing.

Event description:
Adverse event captured as part of a retrospective clinical study: at 2 months post operative, one screw was noted to be broken. At 3 months post operative a second screw was noted to be broken as well. Foot was still considered stable at this time. Patient later underwent hardware removal of the broken screws at 1 year post op.